Manufacturer narrative:
(B)(4)

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient did not use their therapy often. They had it turned off for a month, but had turned it back on a month ago. The patient reported that the device would not adjust. It was confirmed that the patient programmer could sync and the patient was able increase. The patient programmer display showed the voltage change, but the feeling of stimulation did not change or increase when the patient increases the amplitude. This was reported to be a sudden change in (B)(6) 2016. The patient told their health care professional (hcp) that they were trying to get their stimulation adjusted. Stimulation was turned on fully and there was no adjusting it to turn it down. The manufacturer representative was planning on attended the patient's appointment scheduled for (B)(6) 2016 to adjust the patient's stimulation. Additional information has been requested regarding circumstances, cause, interventions, and resolution, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.